Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had defective water supply and sometimes switched from standby mode (orange lamp) to water supply mode (yellow-green lamp) on its own. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to additional information received. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. This report was submitted in error. If the event were to recur, it would not cause or contribute to a death or serious injury.

Event description:
The issue was found during the beginning of an unspecified procedure.